Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error. Therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. The problem could not be confirmed nor could a cause be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It was reported that the patient recovered from the peritonitis and remedial treatment was discontinued. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with therapy for continuous ambulatory peritoneal dialysis (capd). The patient experienced cloudy effluent, as a result of the peritonitis, and was hospitalized on the same day. The patient was treated with cefa and fortum (ip, doses and frequencies not reported) for the event. At the time of this report, the patient was recovering from the peritonitis. (B)(6).